Event description:
The pt was implanted with a left ventricular assist device. The surgeon reported that the pt experienced power spikes and pi events. The pt received a pump exchange on (B)(6) 2012 and thrombus was found throughout the pump.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.